Event description:
Product surveillance spoke with the home patient (hp) on (B)(4) 2012 regarding a check patient line alarm and air in tubing (without alarm). The cause of the alarms was unknown. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp completed therapy with the same supplies. There have been no issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A batch review was performed on the reported lot with no deviations found.